Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a retinal procedure, the infusion kept cutting off on a retinal system and the pt's eye collapsed. The nurse manually inflated the eye and the surgery was completed with the same system. There was no pt harm.